Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device worked properly with the first cartridge but with the second cartridge (ecr60d lot: n4lk0u), the device cut but did not staple. The procedure was lengthened of five minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient.